Manufacturer narrative:
Customer reported that while dispensing a medication for respiratory therapy, the medstation es devices unexpectedly rebooted. This event is captured in case # (B)(4). The patient was in critical condition and the provider was attempting to dispense albuterol-ipratropium bromide 2.5mg-0.5mg (duoneb) (3 ml) when the device rebooted. An investigation by the technical support center determined that upon reboot, the device began to install windows security updates which increased the amount of time the device took to reboot. The provider retrieved medications from another location which resulted in a delay in therapy between 10 and 15 minutes. No harm was reported and no intervention was required to prevent harm from occurring.

Event description:
Customer reported that while dispensing a medication for respiratory therapy, the medstation es devices unexpectedly rebooted. The provider had to retrieve medications from another location which resulted in a delay in therapy. No harm was reported and no intervention was required to prevent harm from occurring.